Event description:
A male child, (B) (6), drank approximately 1/2 of a thinprep pap test vial. (B) (4) technical support faxed (B) (6) for preservcyt solution to customer. (B) (4) technical support asked if the vial contained patient sample and the customer stated they do not know. Customer did not have time to discuss issue at this time. Incident took place on (B) (6) 2008 at 11:10 a.m. (B) (6). Poison control center states the information they have states the child was in a stroller while the mother was being examined and grabbed the vial off the tray or counter and tried to drink it. The poison control center stated the child was tested and tested negative.